Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they ins has not been working well as they are having with frequency, and they are unable to empty the bladder fully. They also stated that they tried every group up to 4.0 and they cannot feel any stimulation. Patient also stated that they had a fall 3-4 months ago but it does not correlate at all with when this issue began. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.